Event description:
The customer reported receiving a technical error 30 and a screaming alarm with error 30 in history. No adverse reactions were reported during the use of the device. Technical error 30 (date time stamp) triggers an alarm and stops the pump. The device and power cord were received. A review of the downloaded device history logs confirmed the customer reported error 30. The replacement of the central unit board along with the re-configuration and re-calibration corrected this issue. The evaluation found a loose clamp detector spring requiring the replacement of the left flange kit. The failure of battery life test required the replacement of the battery. After repair, the device was found to meet specification.